Event description:
Abbott diabetes care (adc) was notified on june 30, 2025 by a health care provider (hcp) that a customer, who was pregnant, was receiving flat and low sensor values for several days from an adc device. The hcp further reported that the customer experienced severe ketoacidosis resulting in fetal death. On (B)(6) 2025, the customer was contacted by adc and reported that on (B)(6) 2025 around 8:00 pm they experienced symptoms of discomfort, dry mouth, dizziness and the fire department were called where a blood glucose reading of ¿between 400 to 600 mg/dl¿ was obtained during transport to the hospital. Reportedly, the customer was treated by the firemen and at the hospital in "reanimation service" (critical care) for a diagnosis of hyperglycemia; however, treatment details or additional glucose readings were not provided. It is unknown whether the customer noted a trend arrow on the device at the time of the event. The customer indicated the death of her baby occurred on (B)(6) 2025 while she was in "reanimation service" of the hospital. No autopsy report or death certificate has been provided at this time. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported fetal death. A follow-up report will be sent if adc obtains any additional information regarding this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated the device was discarded. In the absence of a returned product, an investigation has been performed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned as the customer indicated the device was discarded. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This complaint was received via user report and has been reported to ansm. Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This issue was addressed in the field by adc fa1002-2025. The complaint for lower-than-expected readings was investigated. The freestyle libre 3 plus sensor has been identified as being within the bracket of investigation. No further investigation activities for this individual complaint are required an extended manufacturing review for the reported libre sensor has been performed. Investigation summary: lot 1001001995 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to manufacture of lot 1001001995. All measurements reviewed are within specifications. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. No further investigation is planned. In the event that product is received, the case will be re-opened, and a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report; the following fields have been updated: all fields updated to reflect field action.

Event description:
An ansm user report was received that obtained the following information: a health care provider (hcp) that a customer, who was pregnant, was receiving flat and low sensor values for several days from an adc device. The hcp further reported that the customer experienced severe ketoacidosis resulting in fetal death. On july 9, 2025, the customer was contacted by adc and reported that on (B)(6) 2025 around 8:00 pm they experienced symptoms of discomfort, dry mouth, dizziness and the fire department were called where a blood glucose reading of ¿between 400 to 600 mg/dl¿ was obtained during transport to the hospital. Reportedly, the customer was treated by the firemen and at the hospital in "reanimation service" (critical care) for a diagnosis of hyperglycemia; however, treatment details or additional glucose readings were not provided. It is unknown whether the customer noted a trend arrow on the device at the time of the event. The customer indicated the death of her baby occurred on (B)(6) 2025 while she was in "reanimation service" of the hospital. No autopsy report or death certificate has been provided at this time. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported fetal death.

Event description:
An ansm user report was received that obtained the following information: a health care provider (hcp) that a customer, who was pregnant, was receiving flat and low sensor values for several days from an adc device. The hcp further reported that the customer experienced severe ketoacidosis resulting in fetal death. On (B)(6) 2025, the customer was contacted by adc and reported that on (B)(6) 2025 around 8:00 pm they experienced symptoms of discomfort, dry mouth, dizziness and the fire department were called where a blood glucose reading of ¿between 400 to 600 mg/dl¿ was obtained during transport to the hospital. Reportedly, the customer was treated by the firemen and at the hospital in "reanimation service" (critical care) for a diagnosis of hyperglycemia; however, treatment details or additional glucose readings were not provided. It is unknown whether the customer noted a trend arrow on the device at the time of the event. The customer indicated the death of her baby occurred on (B)(6) 2025 while she was in "reanimation service" of the hospital. No autopsy report or death certificate has been provided at this time. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported fetal death.

Manufacturer narrative:
This complaint was received via user report and has been reported to ansm. Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This issue was addressed in the field by adc fa1002-2025. The complaint for lower-than-expected readings was investigated. The freestyle libre 3 plus sensor has been identified as being within the bracket of investigation. No further investigation activities for this individual complaint are required an extended manufacturing review for the reported libre sensor has been performed. Investigation summary: lot 1001001995 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to manufacture of lot 1001001995. All measurements reviewed are within specifications. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. No further investigation is planned. In the event that product is received, the case will be re-opened, and a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report; the following fields have been updated: b2: updated to reflect death. H1: updated to reflect death.

Event description:
An ansm user report was received that obtained the following information: a health care provider (hcp) that a customer, who was pregnant, was receiving flat and low sensor values for several days from an adc device. The hcp further reported that the customer experienced severe ketoacidosis resulting in fetal death. On (B)(6) 2025, the customer was contacted by adc and reported that on (B)(6) 2025 around 8:00 pm they experienced symptoms of discomfort, dry mouth, dizziness and the fire department were called where a blood glucose reading of ¿between 400 to 600 mg/dl¿ was obtained during transport to the hospital. Reportedly, the customer was treated by the firemen and at the hospital in "reanimation service" (critical care) for a diagnosis of hyperglycemia; however, treatment details or additional glucose readings were not provided. It is unknown whether the customer noted a trend arrow on the device at the time of the event. The customer indicated the death of her baby occurred on (B)(6) 2025 while she was in "reanimation service" of the hospital. No autopsy report or death certificate has been provided at this time. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported fetal death.

Manufacturer narrative:
An extended manufacturing review of the reported product has been performed. Lot 1001001995 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that was related to manufacture of lot 1001001995. All measurements reviewed were within specifications. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned as the customer indicated the device was discarded. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Abbott diabetes care received an ansm user report (r2518288) in regard to the same incident. Please refer to adc case ID (B)(4) for all subsequent reports related to this incident. All pertinent information available to abbott diabetes care has been submitted.